Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on the lot number 9558657. We received one sealed sample. During observation, one hair is inside the first packaging, was found. The first packaging is made by our subcontractor which was informed about this issue. Our subcontractor has realized a resensitization of the production team about this kind of issue and about a good manufacturing practise (see document in attachment) we are very sorry for the problem faced by you and your customer.

Event description:
According to the available information, presence of hair was in the packaging and in contact with the urinary catheter. No other devices from the same batch were found damaged.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint on the lot number 9558657. B3: estimated date.

Event description:
According to the available information, presence of hair was in the packaging and in contact with the urinary catheter. No other devices from the same batch were found damaged.